Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. No product was returned for evaluation. Clinical review determined the root cause of the access site bleeding-major is most likely due to a use issue as the plane seatbelt was suspected to have been placed over the access site. There was no bleeding at the time of implant. B1 adverse event was inadvertently checked with no. Checked yes under b1 adverse event.

Event description:
The complainant reported that a 74-year-old male patient on impella cp support experienced bleeding from the access site and as a result, the medical team was required to replace the pump. The bleed was observed in the transfer of the patient to a tertiary center for continued monitoring.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿